Event description:
It was reported that suture placement was attempted with proglide devices in the mildly calcified left common femoral artery (lcfa) and mildly calcified right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. The arteriotomy was 6fr in both access sites and during the interventional procedure, the sheath was upsized to a 12fr sheath on the right side and to a 17fr sheath on the left side. Reportedly, a cuff miss occurred with four proglide devices in the rcfa and two cuff misses occurred in the lcfa. A third proglide was being used in the lcfa when the device became stuck in the arteriotomy. The physician was able to hold the actuator wire in place at the proximal guide and the open foot, which could not be closed, was removed from the access site. A bilateral cut-down surgical intervention was performed to close both access sites. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the device was used in the mildly calcified access sites. The instructions for use, states: the safety and effectiveness of the perclose proglide suture mediated closure (smc) devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other six proglide devices are being filed under separate medwatch MFR numbers.